Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's catheter mount came off. The patient had a replacement of the tube.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A functional test was performed. The test was performed on the flange connector and it was observed the flange connector passed the test. A visual inspection was performed and it was observed the tube is assembled properly. Therefore, no failure mode was observed in the received sample since it met the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.